Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the pump kept detecting air in line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that at least one gem v/nv ckv 3 ss 20dp 20pk experienced the air in line alarm going off during use. The following information was provided by the initial reporter: IV tubing malfunctioned. IV pump kept detecting "air in line" despite no air bubbles in the tubing. 3 different IV pumps used, and each one had the same issue. IV tubing was changed, and the issue resolved.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least one gem v/nv ckv 3 ss 20dp 20pk experienced the air in line alarm going off during use. The following information was provided by the initial reporter: IV tubing malfunctioned. IV pump kept detecting "air in line" despite no air bubbles in the tubing. 3 different IV pumps used, and each one had the same issue. IV tubing was changed, and the issue resolved.